Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending artery (lad). A 2.75x23mm xience xpedition drug-eluting stent (des) was deployed at the target lesion; however, a stent edge vessel dissection was noted. Therefore, another 2.5x15mm xience xpedition des was deployed to cover the vessel dissection, and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.